Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there was no patient involvement reported with the event.

Manufacturer narrative:
Stryker observed the codes during initial evaluation of the device. The code was able to be duplicated by running a user test too quickly after powering on the device, but the device keylogs do not go back far enough to confirm this was the cause of the original code. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.